Manufacturer narrative:
(B)(4). Batch # p91939. The device was received with the top of the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. Therefore, we are unable to investigate further the replace instrument alert issues reported the condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic colectomy procedure, the jaws failed to clamp on tissue. After unplugging and plugging back in generator indicated a new device was needed. Doctor demanded a new unit. Another like device was used to complete the procedure. There were no adverse consequences for the patient.